Manufacturer narrative:
Return requested. Medtronic investigation of returned suspect tap 4.5mm confirms reported issue. Tip of the tap was found to be broken off. Failure: physical damage. Hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database. On (B)(6) 2016 a medtronic representative, following-up at the site, reported the tip broke off while tapping the pedicle . There was no patient impact. The surgeon used another tap to finish the procedure.

Event description:
A site representative reported that while in a transforaminal lumbar interbody fusion (tlif) procedure, a tap 4.5 millimeters was damaged. A second tap was brought in for the surgeon to use to continue the procedure. No further details regarding the damage, or how it occurred, were provided. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.